Manufacturer narrative:
Upon evaluation of the returned bur, it was confirmed that the bur was not broken.

Event description:
It was reported that during testing, a broken bur could not be removed from the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event. It was subsequently confirmed that during evaluation of the returned bur, the bur was not broken.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during testing, a broken bur could not be removed from the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.